Event description:
It was reported that during a procedure the teflon pad fell off of the scalpel and the metal jaw of the scalpel adhered to the patient's abdominal tissue. The jaw was freed from the tissue and no patient injury was reported by the user facility.

Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad was detached and the black arm pad had an indention. Based on the damage observed, the most likely cause for the report was determined to be due to activating the scalpel without tissue between blade and the tissue pad. Stryker sustainability solutions' instructions for use state, "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.